Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -12.5/1.0/94 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On the same day different surgery the lens was exchanged for a shorter length lens due to excessive vault. The replacement lens resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years should be added to the initial MDR. Claim #(B)(4).